Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this system exhibited an out of range shocking impedance measurement of 128 ohms. A boston scientific technical services consultant documented and discussed the clinical observation with the caller. No adverse patient effects were reported.